Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping"), back pain ("lower back pain"), urticaria ("stomach hives"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("joint aches"), fatigue ("fatigue") and memory impairment ("memory issue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, back pain, urticaria, pruritus, alopecia, arthralgia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, fatigue, memory impairment, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation (B)(6) 2013". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping"), back pain ("lower back pain"), urticaria ("stomach hives"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("joint aches"), fatigue ("fatigue") and memory impairment ("memory issue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, back pain, urticaria, pruritus, alopecia, arthralgia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, fatigue, memory impairment, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Abnormal uterine shape and contour with filling defects seen within the contrast filled uterus, likely the sequelae of prior ablation with small synechiae. 2. Right fallopian tubal occlusion. Left fallopian tube has contrast filling around the coil but no spill is seen which is considered grade 2 occlusion. Only 1cc of contrast was utilized for the procedure due to the patient's severe discomfort and increased resistance with injection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record received. Event "essure placement and endometrial. Ablation may 2013" was added. Reporter information and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping"), back pain ("lower back pain"), urticaria ("stomach hives"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("joint aches"), fatigue ("fatigue") and memory impairment ("memory issue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, back pain, urticaria, pruritus, alopecia, arthralgia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, fatigue, memory impairment, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.